Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 the complaint of failing accuracy -8.34 % was not confirmed as three accuracy testing modes were performed. The pump testing revealed all within the control limit specification of +/- 3% and well within the published specification of +/-6%. No evidence of issue in event log. No action taken, as not fault good be established.

Event description:
Investigation completed on a smiths medical cadd legacy 6400 pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.45%. There was no reported adverse event.